Manufacturer narrative:
The nk employee (internal customer) reported that after the central nurse's station (cns) was upgraded from v02-20 to v02-22, the unit started to reboot at random times. According to the customer, the v02-22 causes communication loss (comm loss), the application freezes and the reboots. After rebooting several times, communication starts again, but the problem occurs again after a while. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nk employee (internal customer) reported that after the central nurse's station (cns) was upgraded from v02-20 to v02-22, the unit started to reboot at random times. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the nk employee (internal customer) reported that after the central nurse's station (cns) was upgraded from v02-20 to v02-22, the unit started to reboot at random times. According to the customer, the v02-22 causes communication loss (comm loss), the application freezes and the reboots. After rebooting several times, communication starts again, but the problem occurs again after a while. There was no patient injury reported. Investigation summary: the investigation from irc identified that in software v02-22, the cns may reboot when it is in a network where there is a telemetry server of enterprise gateway. This issue has been resolved and addressed in a newer software version, version 02-23. It is recommended to the customer to upgrade the software to version 02-23. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; this is not a problem that has occured with a particular patient. B6 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; this is not a problem that has occured with a particular patient. B7 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; this is not a problem that has occured with a particular patient. D10 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for patient and device information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for patient and device information: the customer replied by stating; this is not a problem that has occured with a particular patient. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # (B)(4) follow up 001.

Event description:
The nk employee (internal customer) reported that after the central nurse's station (cns) was upgraded from v02-20 to v02-22, the unit started to reboot at random times. There was no patient injury reported.